Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant on (B)(6) 2022. Device was sized using echocardiogram. Two hours post implant, an echocardiogram was performed, it showed that the occluder migrated within the intended implant site. The patient was taken to open heart surgery to explant the 28mm occluder and closed the defect. The device was not replaced. It was noted that the patient remained in stable condition. The cause of the migration was unknown.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for an implant on (B)(6). 2022. Device was sized using echocardiogram. Two hours post implant, an echocardiogram was performed, it showed that the occluder migrated within the intended implant site. The device was not deployed too proximal, it was not off-axis, and there was no vigorous wiggle/ tug testing. The patient was taken to open heart surgery to explant the 28mm occluder and closed the defect. The device was not replaced. It was noted that the patient remained in stable condition. The cause of the migration was unknown.

Manufacturer narrative:
An event of device migration and removal of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.